Event description:
It was reported that arrhythmia was experienced. Predilatation was performed with a 24mm balloon. A 27mm lotus edge valve was advanced to the severely calcified, 25.8mm native annulus. The lotus edge valve was deployed with multiple repositions attempted. The patient experienced first degree av block and had a temporary pacemaker. The final location of the valve was approximately 4mm into the lvot. Following the procedure the patient received a permanent pacemaker.